Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient experienced pain, swelling, and infection in the neck and shoulder area. Patient's lead and ipg are in thoracic area and unaffected by infection. Patient was administered intravenous antibiotics over the course of several weeks to address the infection.